Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Follow-up # 1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which was duplicated during testing. Evaluation revealed that the battery cap threads were stripped, there was moisture damage on the battery cap, and the battery cap was unable to maintain an electrical connection. A test battery cap was used to complete testing. The pump powers on appropriately with no alarms. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery defects and no power issues observed. Unrelated to the complaint, evaluation revealed a display lens leak. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that on (B)(6) 2011 she woke with a blood glucose (bg) of 369mg/dl and not feeling well, muscle aches, face tingling and nausea. She stated she corrected with the pump but her bg did not improve. She then took a correction injection. She woke the following morning and her bg was 210mg/dl. She then went swimming and felt worse and her bg was 423mg/dl. She then reported that on (B)(6) 2011 she drove herself to the emergency room and was admitted to the hospital ICU with a diagnosis of diabetic keto-acidosis. She was removed from the pump and was placed on an insulin drip. Upon removing the battery she identified moisture inside the battery compartment which she felt occurred while she went swimming earlier that day. She was transferred from the ICU to a medical unit. She stated that she resumed the pump and her bg was 202mg/dl. She stated that when she was discharged on (B)(6) 2011 her bg was 90mg/dl. The patient reported that her bg has been between 70mg/dl and 140mg/dl since returning home. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.